Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the physician that the customer's device alarmed failed battery test. It was reported that the customer was in the hospital for a broken leg. The physician was informed to replace the battery as soon as possible, in order to preserve the customer's insulin pump settings. No further assistance provided.